Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use. The implanted device remains.

Manufacturer narrative:
Correction: the internal device is no longer in question and is not experiencing intermittencies as previously reported. The device issues were related to the external processor and resolved with reprogramming. The implanted device remains.